Event description:
Healthcare professional reported adverse event noted pt was injected with juvederm ultra plus xc in the lips. At the time of injection, the pt had a scab under the nose. When questioned, the pt denied any history of cold sores and said that the scab was a pimple. Six days later, the pt was seen at the injecting clinic for a slight bruise on the lower tip and was provided massage therapy. Approximately five weeks after injection, the pt was hospitalized for an unrelated reason. The pt reported to the injecting healthcare professional that this was due to welts on her body and that she received IV and oral (250mg) flucloxacillin. Six weeks after injection, the pt was seen at the clinic and an infection on the lower lip only was confirmed and described as red, blistered and swollen. The nurse prescribed naci and sterile gauze, and advised the pt to stop touching the lips. The pt was already using fucidin cream on the affected area which had been prescribed by her gp on an unk date. One week after the pt was seen the clinic and the lower lip appeared to have healed with a slight scab. Newly reported pt medical history included: golden staph since approx three years prior and continual treatment with antibiotics for five years. It was also noted the pt does not have any permanent damage to the lips that were treated. The pt was prescribed bactroban ointment by the injecting physician to the nasal passage "where the staph lies" and recommended the pt have an immune deficiency test. Pt has been instructed to continue bathing the lip in saline and to keep the lower lip moist as it appeared very dry upon review. Health care professional related that "it has been very difficult as the pt has so many other health issues that were not disclosed when initially came in to be treated."

Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2013. Device history review summary: the documentary research in the batch "file shows that no element could explain these reactions: all the manufacturing steps and all the physiochemical and microbiological results (endotoxins, bioburden) are registered as confirming to the specifications. The sterilization cycle is registered as conforming. The attributability is then impossible to determine. Device labeling: precautions for use: as a matter of general pimple, implantation of a medical device is associated with a risk of infection. Undesirable effects: medical practioners must inform the pt that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure for both, occurring after the injection. These reactions may last for a week. Pts must report inflammatory reactions which persist for more than one week or any other side effects which developed, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment. Warnings: juvederm ultra plus xc must not be used in areas presenting cutaneous inflammatory and/or infectious processes (acne, herpes, etc.).